Manufacturer narrative:
(B)(4): evaluation summary: the device was returned with the needle plunger, suture, needles, anterior cuff, and posterior cuff in pre-deployed positions and with human blood observed throughout the device. Inspection of the returned device revealed that the link was slack, consistent with opening the lever to deploy the foot. The manufacturing and inspection processes ensure that the device is shipped inside the sterile package intact. As a possible influencing factor, the device was deployed in a moderately calcified vessel. The instructions for use state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality issues were detected. Based on the investigation, a root cause of the reported product experience could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after a diagnostic procedure. Reportedly, during insertion, the suture at the link appeared loose. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There was no reported pt adverse effects. Though requested, no additional info was provided.

Event description:
It was reported that patient underwent shoulder revision procedure on (B)(6) 2010. Subsequently, radiographs revealed that the baseplate and glenosphere had disassociated. As of this date, no revision procedure has been performed.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.